Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
H3: one cadd solis vip pump was received with no physical damage. The event history log (ehl) was reviewed and there was a "cassette not attached properly" alarm. The latch was closed and a downstream occlusion (dso) range test was performed. The dso sensor's value was at 3 mv, below specification when checking mu which typically sits around 100-400 mv. The dso sensor will be replaced. The reported problem could not be duplicated but was found in the ehl multiple times. The error is due to an alarm fallout. The malfunctioning pwa board will also be replaced.

Event description:
The reporter stated the device gave a "cassette not attached" alarm. No adverse effects to patient reported.